Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that on (B)(6) 2022 at 12.50, the doctor used a set to insert an indwelling foley catheter into the patient. The nurse was performing the procedure in the hospital room for emergency surgery. At 13.00, it was reported that the patient felt a pop in the stomach. When the user checked, there was urine leakage and the foley catheter came out. When the user checked the catheter, the balloon was damaged. Health damage to the patient was mentioned as not clear. It was stated that the event happened just after placement and the balloon was found to be ruptured or torn. Metal forceps and tweezers were the possible materials that contacted to the balloon. The patient did not have urine stone. The catheter was not pulled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2022 at 12.50, the doctor used a set to insert an indwelling foley catheter into the patient. The nurse was performing the procedure in the hospital room for emergency surgery. At 13.00, it was reported that the patient felt a pop in the stomach. When the user checked, there was urine leakage and the foley catheter came out. When the user checked the catheter, the balloon was damaged. Health damage to the patient was mentioned as not clear. It was stated that the event happened just after placement and the balloon was found to be ruptured or torn. Metal forceps and tweezers were the possible materials that contacted to the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on 23aug2022, it was stated that the customer did not provide information about whether there were any pieces of the balloon found inside the patient or not. There was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed and unknown cause. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the evaluation, noted side burst along lumen without missing pieces in the returned sample. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex [intended use & effect- efficacy] the device combines an indwelling bladder catheter and a urinary drainage bag that are used for urinary drainage and bladder irrigation. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. 3. Malfunction and adverse events 1) malfunction - catheter kinking, damage, rupture - difficulty or failure to remove the device - occlusion of catheter inner lumens - encrustation - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use 2) adverse events - urinary-tract infection - hemorrhage, hematuria - allergy reaction to the device - calculus formation - edema - pain - discomfort - injury of bladder or urethral - urethritis, urinary incontinence - retained balloon fragments [storage method and expiration date] 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." The actual/suspected device was evaluated.

Event description:
It was reported that on 15aug2022 at 12.50, the doctor used a set to insert an indwelling foley catheter into the patient. The nurse was performing the procedure in the hospital room for emergency surgery. At 13.00, it was reported that the patient felt a pop in the stomach. When the user checked, there was urine leakage and the foley catheter came out. When the user checked the catheter, the balloon was damaged. Health damage to the patient was mentioned as not clear. It was stated that the event happened just after placement and the balloon was found to be ruptured or torn. Metal forceps and tweezers were the possible materials that contacted to the balloon. The patient did not have urine stone. The catheter was not pulled. Per follow up information received via ibc on 23aug2022, it was stated that the customer did not provide information about whether there were any pieces of the balloon found inside the patient or not. There was no impact to the patient.